Event description:
It was reported that the 9800 system had poor image quality with dark and pixilated images during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.